Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited very rapid premature battery depletion and a possible cell impedance spike. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. The ra lead was reprogrammed and remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.